Event description:
The customer reported that the instrument was damaging the tissue. It is unk how the tissues were damaged. Bleeding was reported but the amount is unk and no transfusion was necessary. The case continued with a new device and there was no pt injury.

Manufacturer narrative:
(B)(4). The knife of the incident devices was activated on a silicone test strip with acceptable results. The knife was inspected under magnification and no damage to the leading edge of the blade was found. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and no ripping or tearing of the tissue was noticed. Covidien could not confirm the customer's report.